Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). An unspecified guide wire was advanced to the lesion. A 6.0mmx60mmx135cm (4f) sterling¿ balloon catheter was selected to dilate the lesion. Upon first inflation, the balloon ruptured at 6 atmospheres after being inflated for 5 seconds. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: under 18 years. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).